Event description:
Allergic reaction; I had an allergic reaction to the blue and white masks. My mask wasn't up to the business standard and given this mask with no other option mentioned to me. FDA safety report ID # (B)(4).